Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) removed drawers 3.1 and 3.2 from the auxiliary chassis and inspected the rear components. Found that the solenoid assembly spring was broken and replaced it. After reassembly, the drawers were reinstalled in the auxiliary chassis, and the pyxis bus cable reconnected. Restarted the station, logged into the hardware testing application, and successfully completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2.2 and 3.2 drawers showed a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.